Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 247 mg/dl. Customer reverted to an alternate pump for insulin therapy. Customer declined to further troubleshoot with tandem technical support.